Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Review of the electrograms revealed possible myopotential oversensing. Programming changes were recommended. No further information is available.